Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 497 mg/dl. A correction bolus was delivered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. The customer primed the tubing to resolve the issue. Reportedly, the cartridge was in use for 3 days with humalog. Tandem technical support educated customer regarding cartridge/insulin labeling. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.